Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and instructed to call back if any issues recurred.